Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient had an total ankle replacement implanted 2 years ago, patient was never pain free. Revised (B)(6) 2019 to a different total ankle replacement system, deep cultures and histology showed no infection. Talus well integrated. Tibial tray showed no integration at all, loose to touch, aseptic loosening.